Event description:
It was reported that the patient presented for a routine generator change. During the procedure upon opening, it was noted that the right ventricular lead had degraded insulation. The lead was capped and replaced on (B)(6) 2025. The patient was stable.